Event description:
It was reported a pocket infection occurred. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.